Event description:
Two central stations on the database server. Inops are in the document report. The hospital asked for help in retrieving patient data.

Manufacturer narrative:
The customer indicated that spo2 monitoring was not enabled at the information center, though it was intended that the spo2 monitoring be enabled. Therefore, the patient's condition was not noted until more serious ECG disturbances and alarms occurred. This will be considered to have delayed treatment. The biomed performed testing on the involved device post-incident on the information center. The device was noted to be performing as designed. The involved device remains in use at the customer site.